Event description:
Reportedly, the device prompted connect electrodes and analysis of pt ECG could not be initiated. Connections at the device and pt were checked in an unsuccessful attempt at correction. After approx 7 secs delay, a fresh set of quik-combo pacing/defibrillation/ECG electrodes were connected to the pt. The device was used without further incident. Pt outcome was not reported, however, the rptr stated that pt care was not adversely affected due to continued use of the device.